Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/28/2020. Additional information was requested and the following was obtained: what was used to resuture the patient? - yes. The following information was requested but unavailable: were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? Were there any treatments given to the patient were prescribed or just routine cleaning? Was any surgical intervention performed specially re-suturing? Explain was dehiscence noted? What was the initial procedure? The patient demographic info: weight, bmi at the time of index procedure on what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was medical intervention provided to the patient? If yes, please provide medication name and route (i.e., topical, oral, intravenous) what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? Were there any treatments given to the patient were prescribed or just routine cleaning? Was any surgical intervention performed specially re-suturing? Explain. Was dehiscence noted? What was the initial procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a right hand trauma procedure on (B)(6) 2020 and suture was used. The patient suffered from erythema, inflammation and itching on the wound on (B)(6) 2020. A new suture was changed. And disinfection was given to the patient. Additional information was requested.